Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading on the implant and patient related bruxism. Further, the screw fracture to be assessed as a torsional fracture must be assessed as fracture-relevant.

Event description:
Implant fracture.